Event description:
It was reported that the patient experienced coupling and or communication issues. An overdischarge was suspected. The patient was in the hospital for 13 days and could not charge, and the implant was turned on the entire time. The patient thought this was his third overdischarge. The patient stated he experienced a loss of therapeutic effect and that the device never really worked before he stopped charging. It was later reported that the patient wanted an explant. It was not known if one had been scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).